Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. The reported patient effect of atrial perforation (atrial septal defect) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial perforation was a result of user technique/operation context. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect during use of the steerable guide catheter. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation with an mr grade of 4. The steerable guide catheter (sgc) was advanced and the mitraclip delivery system (cds) was inserted, the devices were inadvertently mis-keyed and transseptal access was lost. When trying to get back into the septum, the sgc tore the septum. Two clips were implanted successfully reducing mr to 2. A closure device was implanted for treatment of the atrial septal defect (asd). No additional information was provided.